Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 17.0 cm from the proximal end. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned first smart coil revealed offset coil winds on the proximal end of the embolization coil and the introducer sheath was stretched and fractured distal to its friction lock. If the introducer sheath is forcefully gripped while advancing the device against resistance within the introducer sheath, damages such as these may occur. During functional testing, the smart coil was able to be advanced through its introducer sheath and a demonstration microcatheter with resistance due to the damaged introducer sheath. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, the root cause of the initial resistance experienced during the procedure could not be determined. Evaluation of the returned second smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If the pusher assembly mid-joint become retracted into the introducer sheath friction lock, resistance will likely be experienced while advancing the device. During functional testing, the mid-joint was advanced through the friction lock with resistance. After the mid-joint was passed through the friction lock, the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. Further investigation revealed a kink on the pusher assembly. This kink was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02309 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02309.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient anatomy was calcified and slightly tortuous. During the procedure, two smart coils would not advance within their introducer sheaths; therefore they were removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.